Event description:
Reporter states that on the evening of (B)(6) 2025 her device alarm went off and alerted emergency services. However, the reporter states she was not having a medical emergency and did not trigger the device. She reported this defect to philips lifeline on (B)(6) 2025 and they issued a replacement to be shipped to her home address. Reporter states not receiving the new device until (B)(6) 2025, despite having explained to the MFR the importance of receiving it sooner. Reporter suffers from parkinson's disease and has previously experienced a fall, so she expressed her concern of manufacture's failure to send her replacement sooner.